Event description:
Pt reported via phone conversation (conversation documented by bard legal representative): pt had a patch implanted in 2006, at the umbilical area. Pt said the patch has since migrated and eroded into her upper intestines and she has infection in the area of the patch. Pt is supposed to have the patch explanted and wanted to know if the company has a fund set aside to pay for this surgery. Pt said she has experienced pain and difficulty for three years since the surgery and recently learned that it was the patch causing her problems. During follow-up with the pt, the pt reported additional details: pt said she was already experiencing discomfort with the patch by the time of her post surgery follow-up with the surgeon 2-3 weeks after the surgery. She told him she felt a scratching sensation and he said it was just the patch. [After relevant tests] pt sought a second opinion from another surgeon and he was 99% sure the patch had eroded into her intestines. Second surgeon recommends removal of the patch, but pt is very concerned because surgery may adversely impact her muscular dystrophy condition. She currently walks with the aid of a walker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.